Manufacturer narrative:
Insulin pump received with broken battery tube threads and cracked case behind the pump near the battery tube compartment. Test reservoir/pcap lock properly inside the reservoir tube. Unit was cut/open and inspected and found corroded/moisture damage inside the pump. Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a physical damaged. Customer reported the insulin pump was fall into the lake. The insulin pump was returned for analysis.